Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Per the woc nurse, there is a rash from the bottom to top of the tape collar. Changes every 2 days. Uses adhesive remover and barrier. No further information is available.